Manufacturer narrative:
Based on the claim against the product by the customer noting endoscope's non-intuitive motion, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint. The base of the housing of the 30-degree endoscope was stiff and difficult to rotate. The fse replaced the 30-degree endoscope to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The 30-degree endoscope was analyzed and found to have a defective camera instrument adapter. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly, and noise was heard during testing and confirmed as binding. The complaint regarding the non-intuitive motion was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation not related to the reported issue was also found: the endoscope had mechanical damage on the light guide ferrule.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the 30-degree endoscope rotated 180 degrees and moved non-intuitively. The customer used 0-degree endoscope to continue the procedure with no further issue. The procedure was completed with no reported injury. After the procedure, the 30-degree endoscope rotated only a halfway up and down and did not move as intended when it was tested. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer attempted to invert the image by pressing up/down button, but the inversion was insufficient. When the endoscope was installed on the universal surgical manipulator, the endoscope rotated without control. No damage was observed on the endoscope adapter/base. The issue did not result in patient injury.